Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes educator reported via phone call that customer was hospitalized due to high blood glucose on unknown date with unknown blood glucose level. The customer reported that retainer ring at the top was broken, plastic clear part was separating from the black. Customer was not troubleshooting. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.